Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the pendant button for wag and dock was not working properly and is unresponsive. Pendant was replaced to resolve the issue. A full system checkout was performed after part replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the systems pendant button only works about every four times pressed. No patient was present at the time of the event.